Manufacturer narrative:
Concomitant medical products: 459888 lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's heart rate was sometimes near forty beats per minute, lower than the cardiac resynchronization therapy pacemaker's (crt-p) programmed pacing rate of sixty beats per minute. The device remains in use. No further patient complications have been reported as a result of this event.